Event description:
To whom it may concern, I am writing to file a formal complaint against an individual named (B)(6), "owner" of (B)(6), who is performing unlicensed and unsafe cosmetic injection procedures. She is advertising her services online under the guise of a "teeth whitening" business, but in reality, she is using micro-needles to inject lip filler on unsuspecting clients. (B)(6) is not a licensed doctor, nurse, or dental hygienist, nor does she hold any form of proper medical certification to perform injections. Her "shop" is not sanitary or compliant with state or federal health standards. In addition to lip filler, she is also offering botox services, which poses a serious public health risk. I personally received lip injections from her, and the results have been devastating. My lips were severely damaged, and I now have permanent lines and scarring on my face due to her negligence and lack of professional training. I have made multiple attempts to contact her to address the issue, but she has refused to respond or take responsibility for the harm she caused. This individual is endangering public safety by practicing without a license, misrepresenting her services, and using potentially unsafe products or techniques. I urge the FDA and local health authorities to investigate her business operations and take immediate action to prevent further harm to others. If needed, I can provide photos, receipts, and screenshots of her advertisements and communications to support my claim. Sincerely,(B)(6).